Manufacturer narrative:
The used company cartridge was returned. The cartridge was not broken. The tip had stress lines, which are an expected occurrence with a lens delivery and do not denote a cartridge deficiency. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned in the lens case. Viscoelastic was dried on the lens. The optic had angled cracks and a scraped area on opposite edges of the anterior surface. The optic was also damaged at the optic haptic junction near the cracked areas. This damage would indicate a plunger override occurred. The provided photos appeared to match the returned products. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens model/diopter and viscoelastic were indicated. The handpiece information was not provided; however. It was stated it was used with the replacement lens with no issue. The root cause for the lens damage could not be determined. No problem was found with the returned cartridge. The cartridge was not broken. Top coat dye stain testing was conducted with acceptable results. The lens was also returned. The optic had angled cracks and a scraped area on opposite edges of the anterior surface. The optic was also damaged at the optic haptic junction near the cracked areas. This damage would indicate a plunger override occurred. The IFU (instructions for use) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, while loading the lens was damaged by the cartridge. The cartridge was defective. Additional information has been received that the broken cartridge caused scratch or damage to the iol during loading. The surgery completed with replaced lens and cartridge.